Event description:
It was reported that during a defibrillator change out procedure, insulation damage was noted on the atrial lead. The insulation was repaired with medical adhesive. All electrical parameters were good and the patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).